Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
It was reported prior to the procedure, a field representative contacted the product manager to ask on the behalf of the surgeon if the acu-sinch knotless device was okay to use through the distal clavical plate for cora clavicular ligament repair. The field representative was advise this was not allowed as it was off-label use. The next day, the field representative contacted the product manager to report the surgeon had performed the off-label procedure and "encountered no issues".